Event description:
Customer reported that the insulin pump alarmed motor error alarms during prime, while filling the tube. Customer reported he does not use the sensor feature and he is unable to rewind the insulin pump. Blood glucose level 200 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, device received stuck in the motor error loop during bolus / basal delivery. Unable to confirm error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. Device received with cracked battery tube threads and scratched lcd window.